Event description:
It was reported the patient was "electrocuted" three times and had turned the stimulation down and off. The shocking had not happened since. The patient reported she falls periodically. The patient was looking for a new physician and would call back with any additional information.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3889-28, lot# j0349006v, implanted: (B)(6) 2004, product type: lead. Product ID: 3889-28, lot# j0349320v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(6). (B)(4).